Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 08-sep-2023. H6: investigation summary: three samples of material mpx5300-c were submitted for quality investigation. The customer complaint of flow issues - fluid blockage was verified in one of the samples by evaluation and testing. The sample identified with flow issues was first visually inspected for component damage. With no physical damages visibly noticeable, flow through the sample was tested using a syringe to push water through the sample. When attempting to push water through the sample, the sample did not allow any flow through the entire sample through the female luer connector and the y-site connector. Inspection of the sample under magnification identified occlusion at the distal luer connector. A device history record review for model mpx5300-c lot number 23059124 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.

Event description:
It was reported that bd extension set was occluded. The following information was reported by the initial reporter with verbatim: did the incident take place on (B)(6) 2023, as it was reported to us by email on (B)(6) 2023. I have 3 extension tubing to send back to you. 1 blocking of the (B)(6), 1 broken tubing of (B)(6) and another block of the (B)(6).

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd extension set was occluded. The following information was reported by the initial reporter with verbatim: did the incident take place on (B)(6) 2023, as it was reported to us by email on (B)(6) 2023. I have 3 extension tubing to send back to you. 1 blocking of the (B)(6), 1 broken tubing of (B)(6), and another block of the (B)(6).